Event description:
Patient reported left side rupture and migration. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and migration. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Healthcare professional reported "bilateral malpositioning and implants falling out of pocket". Healthcare professional later reported capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Migration: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional reported "bilateral mispositioning and implants falling out of pocket". Healthcare professional later reported capsular contracture, baker grade iii/IV. Healthcare professional later reported baker grade iii. Device has been explanted.